Manufacturer narrative:
This medwatch report is an update to the previous report to include the additional information provided by the distributor on 09apr2025 in sections b(5) and b(6). Should additional information be received, a follow up medwatch report will be submitted.

Event description:
09apr2025: information received from the distributor: the patent was in atrial fibrillation throughout the procedure and no pacing was required

Manufacturer narrative:
Section b5 includes the additional information. H6 (b) was updated to report the product was discarded. Should additional information be received, a follow up medwatch report will be submitted.

Event description:
(B)(6)2025: the distributor reported that the safari2 guidewire from this procedure was discarded

Event description:
Event description: patient presenting with as, 0.6 valve area measured pre procedure. Pre dil once and stable with 23mm cristal balloon, was noted safari was inverted before ballooning and corrected. Ds inserted with safety pin facing down comm align was confirmed in overlap view, no adjustment required. Patient in af the entire procedure. Valve was advanced to the annular level and contrast shot showed good initial position, safari was facing up but moving a lot. During deployment of 1a the valve jumped forward and safari inverted. The order of this is unknown and radiographer failed to capture this run. The hcp tried to retract ds to move more aortic and correct. Met with high resistance. Tried to push on safari to push valve up. Tried to centralise and pull up. I suggested we look at overlap view to see more complete picture. The upper crowns were clearly bent down and it is assumed trapped under the left leaflet calcium, bent by the retraction of the ds. The hcp advised lab to prepare for bypass and open heart. We waited and discussed for approximately 10 minutes before continuing. The physician could no moved the valve more aortic at all. It was decided to deploy the valve at this very low position. The upper crown was above right and non-leaflet but clearly at level or below left leaflet. The valve was deployed with little to no support on outer curvature due to retraction attempts. No parallax noted. Knob 2 released. Capsule moved up and was not disengaged from stent. The valve was slowly moving ventricularly and eventually totally in the ventricule. The ds was not able to disengage. Patient went for surgery with tissue valve savr. Acurate neo2 explanted. I was informed on morning of (B)(6) 2025 that the patient was through surgery and currently in ICU what troubleshooting steps, if any, resolved the issue? Valve moved ventricularly during deployment of the upper crown (1a only). Hcp was unable to retract the device by (1) pulling device back, (2) pushing on safari to push valve up, (3) centralising safari to centralise valve and pulling back. Patient present at time of event? Yes patient complications: bleeding in the physician's opinion, did the device or procedure cause or contribute to the patient complication? No medical or surgical interventions: open heart: prosthetic valve removal, tissue valve insertion patient admitted to hospital beyond the standard of care: unknown patient outcome: expected to fully recover. Additional information: question: was the valve implanted too high or too low relative to the target position/landing zone, but acceptable? Or was the final position not acceptable? Answer: position was too low question: was the valve snared? If so, what part of the valve was snared (arches/ lower crowns)? Answer: no question: was there any difficulty with guidewire management? If yes, please specify the difficulty. Answer: yes, safari inverted before ballooning, corrected. Inverted again during deployment of 1a question: was the system on the outer curvature of the aorta and tension present on the ds throughout? Answer: yes during initial positioning, no after ventricular movement and troubleshooting question: any resistance encountered during advancement through anatomy? Answer: no question: leak post procedure? If yes, type of leak and severity: answer: yes, valve not placed question: was post dilatation performed? If yes, balloon size and type: answer: no question: was pre dilatation performed? If yes, balloon size and type: answer: yes, 23 cristal balloon question: what type and size of guidewire was used? Answer: safari small question: what were possible contributing factors (comorbidities, anatomy characteristics, etc)? Answer: patient in af during tavi, calcium pattern question: where specifically on the device did the kink/bend occur? Answer: upper crown was bent down when viewed in cusp overlap view, showing that the valve was trapped under the left leaflet calcium and the retraction of the ds to try and get the valve more aortic caused this bending. Question: is it known what caused the device to kink/bend? Answer: yes, the calcium on the left cusp question: was repositioning required after knob 1 release? Answer: yes question: was the system on the outer curvature of the aorta and tension present on the ds throughout? Answer: no, after ventricular movement, the hcps tried to reposition and could not move aortic, this manipulation and troubleshooting (mostly retraction of ds) caused no stability. Question: was the valve's stent frame in contact with the annulus after final deployment? Answer: yes, but only for a short while. Question: what was the final location of the valve? Answer: left ventricular question: which cusp was the pigtail set in? Answer: ncc question: was it possible for the operators to achieve a 3 cusp view? Was any parallax observed? Answer: yes, no parallax question: what was the suspected cause of the reported event? Answer: inversion of safari caused lack of support for the system, the valve jumped into ventricle during knob 1a deployment, could not be repositioned. Question: lot number and/or upn for the safari2 guidewire? Answer: not available question: are the operator's new or are they experienced users? Answer: experienced question: listing and model of any other devices not already mentioned that were used during the procedure, include the model, brand name, sizes, etc. Answer: acurate neo2 transfemoral dleivery system, acurate neo2 valve, safari2 guidewire, small, 14f isleeve introducer sheath, 23mm cristal balloon catheter question: please clarify, was the patient in atrial fibrillation prior to the procedure or did the arrhythmia present itself at the beginning of the procedure? Answer: the patient was in atrial fibrillation throughout the entire procedure. Question: was there any damage noted to the guidewire prior to or after use? Answer: no damage was reported question: could you please verify if the wire is available for analysis and if yes, what is the projected date of the guidewire return to lake region medical? Answer: the safari2 was discarded question: if product is not available to be returned, is there an image available? Answer: not available question: what is the reason for the guidewire not being returned? Answer: discarded question: patient's current condition? Answer: out of ICU but still recovering in hospital.

Manufacturer narrative:
The device was disposed by the healthcare facility; therefore, no visual or physical evaluation of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As described in the device instructions for use (dfu) warnings section: monitor the wire position throughout the procedure for proper placement of curve and distal tip. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. As described in the device instructions for use section: 7. Advance the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors impacted on the event as reported. Patient information was not provided; therefore, part a could not be completed. The lot number for the device was reported as not available; therefore, section d4 could not be completed, including the UDI number. The sections left blank or unknown on this form could not be completed due to missing information. An attempt to gather further details to obtain the information was made. No additional information will be provided regarding this event. Should additional information be received, a follow up medwatch report will be submitted. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Manufacturer narrative:
Section b5 includes the additional information. Should additional information be received, a follow up medwatch report will be submitted.

Event description:
(B)(6)2025-media review received from the distributor: the available media is consistent with the reported event. The first available series shows an accurate neo2 valve with the upper crowns opened below the level of the annulus. The guidewire is inverted. In the following series the delivery system is being pulled in an attempt to move the upper crowns above the annulus however this is unsuccessful. The valve is then deployed from the stent holder and is positioned in the ventricle. Withdrawal of the delivery system appears to be difficult as the capsule of the delivery system is in contact with the deployed valve. Media showing any additional intervention was not provided for review.